Event description:
On 03/25/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's groin. On 03/28/1998 the pt returned to the hosp with complaints of pain at the puncture site. An ultrasound was performed which identified the presence of a pseudoaneurysm. Ultrasound guided manual compression was held with resolution of the pseudoaneurysm. The pt was discharged home on 03/31/1998. There has been no report to the MFR of further complication or pt sequelae.